Event description:
Additional information was provided by the customer stating that the event was observed during reprocessing and no procedure nor patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause or factors that caused the reported event [ring is off at handle level] could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: instructions: cysto-nephro videoscope, olympus cyf-vh, olympus cyf-vhr, olympus cyf-vha, operation manual. Important information ¿ please read before use: warnings and cautions: [warning]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus, the cysto-nephro videoscope's bending rubber was broken/torn/ruptured and the metal is sticking out. There were no reports of patient harm.